Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for high, out of range hv lead impedance during follow-up. Lead was capped and replaced on (B)(6) 2016. The patient's conditions were good.